Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown dhs screw. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Implant and explant dates: it is unknown if the same screw was successfully implanted or another screw was implanted. As such implant/explant dates are unknown. Device is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery performed on an unknown date, a surgeon inserted the guide wire, but struggled to get the dynamic hip system (dhs) screw over the guide wire as the guide wire was pulling in different directions. When implanting the plate on, surgeon positioned the t-handle so this was parallel to the femoral shaft but struggled to get the plate on and as a result ended up advancing the lag screw into the head by 1-2mm. They had to use a shorter screw and have the t-handle at an oblique angle in order to get the plate on. No information available about patient condition, outcome and surgical prolongation. Concomitant reported parts: unknown t-handle (part # unknown, lot # unknown, quantity 1), unknown lag screw (part # unknown, lot # unknown, quantity 1. This report is for one (1) unknown dhs screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Corrected data: corrected concomitant devices, (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected concomitant devices: t-handle (part/lot unknown, quantity 1); dhs plate (part/lot unknown, quantity 1).